Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the caregiver observed insulin leaking from the cartridge connection while filling the tubing at approximately 32 units; the ilet had been rewound beforehand, the connector was locked, and a subsequent dry run to 120 units followed by a complete supply change resolved the issue with insulin delivery resuming. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation of this case revealed a transient cartridge-to-pump connection or cartridge integrity issue consistent with a leaking reservoir interface, which was not reproduced after replacing all supplies. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup-related or a single-use component issue resolved by replacing the disposable supplies.